Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. The result from the meter was 3.9 inr. The result from the laboratory within 7 hours was 2.9 inr. No treatment was required. The customer's therapeutic range is in the "low 3's" inr. No adverse event occurred. The customer is fine. The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer's warfarin dose has been slightly adjusted. The customer has not had any diet changes and is not taking any new medications. The customer had a cold the week of (B)(6) 2018. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were returned. The returned strips and the retention test strips were measured with the returned meter and a retention meter with liquid qc of a high level in comparison to master lot #28632180 with two human blood samples from marcumar donors on internal reference meter. Qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. Retention test strips (lot 286320) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.